Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, on duct clipping, there were issues experienced with the loading or firing of the clips. An image provided shows a device formation issue. They used another clip applier to complete the case. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photo of a device. The visual inspection of the returned photo depicts four frames in one photo, three of the frames are the same depicting the jaws of the device above tissue, and the fourth frame a partially formed clip in the jaws of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there was no assembly component related condition. If information is provided in the future, a supplemental report will be issued.